Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. No additional information was provided at this time.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding event and product return were unsuccessful. At this time, no further information is available. Should additional information become available this report will be updated.